Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device during a patient event and the device was intermittently not showing the patient's ECG rhythm with the pads connected. As a result, defibrillation therapy may have been unavailable if needed. There were no report of any adverse effects to the patient as a result of the reported issue.